Event description:
It was reported that the pt experienced intermittent stimulation. The pt also experienced a surging sensation in their chest area. No accident or incident was related to this event. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)